Event description:
Affiliate reported that due to recurring seizures the patient was examined and it was diagnosed that the stator of the hydrocephalus valve was dislodged. Therefore the valve was replaced. After revision surgery no further seizures occurred.

Manufacturer narrative:
It is anticipated that the device will be returned for investigation. Upon completion of the investigation, a follow up report will be filed.